Event description:
The infant had an umbilical venous catheter -uvc- with fluids infusing through IV tubing with a burette set. A microbore tubing was attached to one of the access ports along the main line. The microbore tubing was disconnected to be used at another site. The microbore tubing was found to be cracked at the attachment to the luer lock. Within a few minutes, it was noted that blood was backed up into the uvc main line IV and fluid was leaking from the port that held the microbore tubing. Upon inspecting both sets of tubing, it was noted that the inside core of the microbore tubing had broken off inside the main line port and allowed fluid to drip out and blood to back up into the line. The main line IV tubing was quickly replaced and IV fluid was stopped for 5-10 minutes during transition. Dates of use: (B)(6) 2010.